Event description:
Surgeon reports pt complains of intolerance to light, glare and photophobia. A yag procedure was performed and did not help. It was reported that symptoms became worse following the yag procedure. The lens was explanted and evaluated by a consulting physician who stated that the lens showed no significant findings that could be determined to represent a defect. The cause of the glare could not be determined. It was stated that the symptoms do not appear to be related to the surgical technique or any inherent defects in the lens but possibly related to the pt's age and active pupils since the light might go through the relatively large pupil. (Pt is 52 years old) considerable improvement has been reported following the explant of the lens and replacement with a larger lens implant.